Event description:
It was reported that the lead was removed because of an intermittent exit block and syncopal episodes. Visual irregularity was also noted. No patient complications have been reported as a result of this event.